Manufacturer narrative:
10 unused samples from the same lot were returned to medsource for inspection. Samples were tested for safety mechanism test. No non-conformities were found related to the reported complaint. The product was found to be conforming when following the IFU. The IFU states that you should advance the catheter off the hub and into the vein before pressing the activation button. An investigation of the retained samples from the same lot number was performed. Batch manufacturing records were reviewed. No non-conformities related to the complaint were found. Supplier verification records were reviewed. There were no changes incorporated in the process or raw materials. Retained samples from the same lot were tested. Tests included: visual inspection, fitment of retractable button with needle hub, safety mechanism test, assembly of spring, no non conformities were found in the tests and all tested samples were within the specification. No root cause was determined. Potential root causes provided by the supplier: manufacturing defects: may be an improper inspection was carried out by the quality inspector during the in-process testing stage. The fitting of the retracting button with the needle hub may not have been per the specification. May be a spring that is weak, bent, or not manufactured to tolerance resulting in not releasing sufficient force to retract the needle. User error: may be pressing the button before needle withdrawal from the patient which can cause the mechanism to partially jam. May be due to mishandling of the product. May be incomplete or improper button press (e.g., insufficient force or incorrect angle). Supplier provided conclusion: based on the root cause analysis and the results obtained from the tests carried out on control samples of the reported batch, it is concluded that the producct does not contain a manufacturing defect. The retracting button may have failed due to pressing the button partially, procedural activities, or mishandling of the product.

Event description:
Customer provided the following description: "the safety retraction button is not always pulling back the needle."